Manufacturer narrative:
(B)(4). Date sent: 7/24/2023. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there any patient consequences? Is this bi-polar forceps an ethicon product? If yes, what is the product code if it is known now? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the bipolar is activating on its own without pressing on the foot pedal. They could not give me the exact product code except that it is the bi-polar forceps with disposable cord. They say it is foot pedal activated only. They tried swapping the cable and instrument with no success the biomed was to do a power output test and check the foot pedal for damage and/or functionality. They will try to find out what product code they are using. If the generator is bad it is no longer supported and they should replace the generator. It is unknown if there were any patient consequences.